Event description:
It was reported that the battery gauge was fluctuating. Additionally, customers blood glucose level displayed "high" and was resolved by manual injection of insulin. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.